Manufacturer narrative:
Patient information was not made available from the site. On 09/23/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Multiple attempts were made, however, the reported issue could not be replicated using the patient exam or when using other exams. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the computer turned off 3 times. The first time occurred from the application launch screen. The last two times this occurred while on the select patient screen, however, the site was not actively loading a patient. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Correction: contrary to what was initially reported, there was no patient present when the reported event occurred. The 3 shutdowns occurred during the preoperative setup of the room before the case. By the time they were able to advance past the select patient screen to the registration screen, they were still waiting on a patient. They were able to register the patient once in the room and proceeded to do the case with no further occurrences of this issue.